Event description:
The customer reported an issue with the pump's quick bolus/wake button, which was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact on the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.